Event description:
A customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.